Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on an unknown date. According to the complainant, the patient experienced an unknown injury. According to the physician, there were no complications encountered with the procedure. On an unknown date, post-operatively, the patient experienced some urinary urgency. An exam revealed the implant of the first obtryx device was not successful. Details were not provided by the physician. The patient was prescribed medication (type and dosage unknown) for the urinary urgency. The patient improved. A second obtrxy device was implanted on an unknown date. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant listed two facilities associated with this complaint, (B)(6). It is unknown which facility the device was implanted at.(B)(4). It is unknown which physician implanted which device.